Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system exhibited changes in the left ventricular (lv) pace impedance measurements and there was a gradual increase in pacing impedance over the past months. This device recorded high out of range pacing impedance measurement of greater than 3000 ohms. No recent chest x-ray was performed. Latitude data analysis was performed and boston scientific technical services indicated that the gradual increase of lv pacing impedance is likely due to patient condition (fibrosis). Boston scientific technical services consultant recommended further troubleshooting at the next in-clinic follow-up visit. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service.